Event description:
The physician used a wilson-cook gi aspiration needle during the procedure. 19~ device was advanced through the endoscope. As the needle was advanced through the catheter, the needle broke off upon exiting the catheter into the patient's stomach. The needle was retrieved from the patient's stomach. No injury to the patient was reported.